Event description:
The patient didn't feel paresthesia. When doing a device system check, all impedances were greater than 4000 ohms. During revision surgery, impedances were again greater than 4000 ohms when rechecked with the snap lid cable. The leads were replaced and all impedances were normal. The patient outcome was reported as no injury, recovered without sequela.

Manufacturer narrative:
Final device analysis revealed all the conductors/wires were broken in the body of the lead 23.5 cm from the distal end at the titan anchor site. The silicone portion of the anchor was separated from the titanium insert.